Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history report (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Both seals were removed/missing. The plunger tube was bent. There was an invalid syringe alarm in history. Customer stated problem was verified while setting up for flow test. The root cause of the reported issue was found to be that the plunger tube was bent as a result of the customer dropping the pump. Replaced plunger tube. Unique identifier is unknown. No information has been provided to date.

Event description:
It was reported that the syringe plunger was misaligned. No patient injury was reported.